Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient's hip is dislocated, it is unknown if they have been revised.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. On the returned x-ray it appears as if the femoral head is dislocated from the femoral stem. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information. These devices are used for treatment.